Event description:
Ihc instrument malfunction. Intermittent failure to dispense antibody onto tissues (slides). Antibody h. Pyl and (B)(6) dispensed appropriately onto control slide which performed as expected. However, antibody failed to dispense onto pt's tissue. Control performed as expected and pt appeared to be (B)(6). Upon case review, pathologist ordered test repeated which was (B)(6). Dako determined faulty programming of antibody dispensing volumes to be root cause of (B)(6). Volumes were programmed that were inconsistent with dako's minimum volume requirement.